Event description:
It was reported: "right hip replacement (B)(6) 2008. Raised cobalt levels (B)(6) 2010. MRI showed pseudo tumour (B)(6) 2011. Pt initially painfree but later developed pain so revision performed (B)(6) 2011."

Manufacturer narrative:
Catalog numbers and lot codes and other devices listed in this report: cat # mac-9988-5258, lot # fm066334, description: std mitch trh cup size 52/58, manufacturer: depuy. Cat # mmh-9988-1452, lot # fm089740, description: mitch trh mod head size 52+4, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.